Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted, (B)(6) 1997 revision - (B)(6) 1996; date implanted, (B)(6) 1997 revision - (B)(6) 1997; date implanted, (B)(6) 1998 revision - (B)(6) 1997; date explanted, (B)(6) 1997 revision - (B)(6) 1997; date explanted, (B)(6) 1997 revision - (B)(6) 1997; date explanted, (B)(6) 1998 revision - (B)(6) 1998. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1996. Subsequently, patient underwent a revision procedure on (B)(6) 1997 due to poly wear. The polyethylene liner was removed and replaced. It was further reported that patient underwent a revision procedure on (B)(6) 1997 due to dislocation. The polyethylene liner and modular head were removed and replaced. Patient was again revised on (B)(6) 1998 due to dislocation. The polyethylene liner, modular head and acetabular shell were removed and replaced.